Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (e vent) observed during analysis. Analysis of the device found premature battery depletion. Based on the device settings, the longevity was found to be below expected limits. The battery was sent to the manufacturer for further analysis and no anomaly was found. The cause fot the premature battery depletion could not be determined.